Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy. Review of episodes indicated that the patient received inappropriate atp and high voltage therapy for an svt. Reprogramming the device was recommended.